Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2111033. Medical device expiration date: 31-oct-2026. Device manufacture date: 15-nov-2021. Medical device lot #: 2110043. Medical device expiration date: 30-sep-2026. Device manufacture date: 06-oct-2021. Medical device lot #: 2108032. Medical device expiration date: 31-jul-2026. Device manufacture date: 19-aug-2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid was found within the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter, translated from french to english: one nurse had the impression of seeing a scratch in the body of the syringe and on closer examination the presence of a liquid in the syringe; liquid that came out of the syringe after pushing on the plunger.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition have been provided for evaluation. A device history review was performed for reported lots 2110043, 21110033 and 210803, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of each lot were used for additional evaluation. The products were visually inspected, no foreign matter or other liquid was observed inside any of the syringes. As no defect was observed in the retained samples and device records do not indicate any issues occurred during manufacturing, a definitive root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that liquid was found within the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter, translated from french to english: one nurse had the impression of seeing a scratch in the body of the syringe and on closer examination the presence of a liquid in the syringe; liquid that came out of the syringe after pushing on the plunger.